Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During pre-repair assessment performed by a technician, it was revealed the power supply and charging bay were not functioning properly and the housing and main print were in poor condition. This was attributed to normal wear. The device was repaired and returned to the customer on (B)(4) 2012. Placeholder.

Event description:
It was reported on an unknown date by the customer that device did not charge and housing was melted. This is report 1 of 1 for complaint #(B)(4).